Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery issue. It was reported the patient¿s blood glucose on an unspecified date was 400 mg/dl with nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s total daily dose basal history did not correlate appropriately to the programmed basal rates due to a cartridge change and pump suspend; the pump basal history was appropriate for the programmed basal rates; the bolus history did not match the total daily dose bolus history. The reported health event does not qualify as a serious injury. This complaint is being because the reported inaccurate delivery issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 04/17/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box found no related alarms or issues. The bolus history shows 0.00 units of a 1.8 unit bolus delivered on (B)(6) 2015 at 12:57; 0.70 units were delivered at 12:58. The pump was manually suspended on (B)(6) 2015 at 09:44; deliveries were resumed at 11:41. The total daily dose basal history was appropriate for the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.